Event description:
During a coronary stenting procedure, the stent did not cross. While attempting delivery, the catheter bent and then the hypotube broke in half. The stent delivery system was removed and there was no reported patient injury.